Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she sensor glucose versus blood glucose value differences. It was explained to the customer that sensor glucose and blood glucose reading will be close, but rarely match due to how glucose travels in the body. The customer was advised that there may be larger differences after meals, bolus delivery or when arrow present on sensor graph. The customer current blood glucose value is 200 mg/dl and current sensor glucose value is 216. The sensor glucose and blood glucose difference is not with in acceptable range. Customer will monitor the sensor. The customer call back and stated the she change her sensor yesterday, that last night sensor glucose was below 70 and her blood glucose was 124 mg/dl. Customer stated that she was getting a rise this morning and then it suspended on her all with in hour.